Event description:
This pt was undergoing electroretinography. Towards the end of the procedure, the surgeon needed blood drawn. Anesthetist was unable after several attempts to draw blood, and the surgeon, in an attempt to help find a vein, used a headlamp as a transilluminator on the pt's foot. The pt sustained a quarter-sized burn to the heel and a quarter-sized full thickness burn to the ankle. The pt was admitted overnight for pain management and wound care education. It is thought that the wounds will heal without further intervention. Surgeon stated the training during fellowship was to use a headlamp to locate veins in pt's hands and feet. This was a light new to the hosp and to the surgeon.